Event description:
The pt felt shocking at the lead and implantable neurostimulator location when the implantable neurostimulator was turned on. The shocking began when the pt was in the shower. The pt turned the implantable neurostimulator off. The pt was seen in clinic. When the device was turned back on, the hcp was unable to recreate the sensation. Impedances were normal. Movement and palpation did not cause stimulation changes. There was no accident or incident associated with the complaint. The hcp was going to conduct tests for possible infection. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.